Event description:
It was reported that cgm displayed error message and prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed full pump reset with step-by-step guidance, and successfully restarted sensor session without error recurrence.